Manufacturer narrative:
B3 - date of event: date of event was approximated to 08/01/2025 as the exact event date was not reported.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was selected for use in an endovascular thrombectomy. During inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was selected for use in an endovascular thrombectomy. During inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed. There were no patient complications as a result of this event.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 08/01/2025 as the exact event date was not reported.